Event description:
Healthcare professional reported that after pt treatment with the juvederm ultra plus with lidocaine in the prejowl area to the right side of the jaw, the pt experienced an abscess at the injection site. It was also noted the area was necrotic and indurated. The abscess was incised several times over a span of months and unk IV antibiotics were given in the emergency room. The abscess has healed but a slight indentation is left at the injection site.

Manufacturer narrative:
(B) (4). Eval summary: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. This reaction could be linked to a hypersensitivity of the pt, to the injection itself or to a secondary reaction to the injection. The attributability is then impossible to determine.